Manufacturer narrative:
(B)(4). Five of the six packages in the sales unit were fine with no defects or issues. Package six had visible foreign matter embedded in the blister form. Upon examination, it was noted that foreign matter was tyvek cut-off scrap from the machine. The tyvek scrap was embedded into the blister during blister forming process on the machine. The scrap embedded in the form was across the path of the seal causing a break in the sterile barrier of the package. The product met all in- process and finished goods specifications upon release of the product.

Event description:
It was reported that the packaging was found with embedded foreign matter on the form. There were no adverse patient consequences.